Event description:
A healthcare provider reported via a representative that the patient's device was no longer working and they wanted it explanted. It was unknown when the device was no longer working.